Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation of the device could not reproduce the reported complaint, however, review of the error logs confirmed the reported complaint. The battery and main circuit board were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications loss alarm and an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a resmed authorized third party service center. Evaluation of the device could not reproduce the reported complaint, however, review of the error logs confirmed the reported battery communications loss alarm and power failure alarm. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed a battery communications loss alarm, power failure alarm and an error message (sf180) related to a battery charger fault. There was no patient harm or serious injury reported as a result of this incident.